Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure through the carotid access route, a vlv evolutfx-34 valve was selected for a patient with a calcified native aortic valve. Pre-dilatation was performed using a 23mm diameter balloon. The valve was loaded, and fluoroscopy identified frame overlapping until 3.5 node. During the first deployment attempt, infolding of the valve was clearly identified, and the physician recaptured the valve. On the second deployment attempt, the infolding worsened. The valve was recaptured and removed from the patient and a new delivery catheter and valve were used for a successful implant. Additional information was received indicating that, according to the physician, the calcifications blocked the valve-frame to expand. A procedural delay of 7 minutes occurred with the carotid artery opened and the guidewire in heart.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure through the carotid access route, a vlv evolutfx-34 valve was selected for a patient with a calcified native aortic valve. Pre-dilatation was performed using a 23mm diameter balloon. The valve was loaded, and fluoroscopy identified frame overlapping until 3.5 node. During the first deployment attempt, infolding of the valve was clearly identified, and the physician recaptured the valve. On the second deployment attempt, the infolding worsened. The valve was recaptured and removed from the patient and a new delivery catheter and valve were used for a successful implant.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012606117); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.